Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete).during functional testing, the device was activated for about 1 minute with no abnormal heat observed. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a total abdominal hysterectomy procedure, the patient received blister/burn during use of the device by the surgeon. Case was completed by using standard technique.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested but not received: where is the burn? What part of the device is suspected of causing the burn. Jaws (what part); shaft (what part); what is the severity of the burn? Was any medical intervention used? (Such as salve or stitches) how long has the surgeon and account been using this device?